Manufacturer narrative:
Examination of the returned device confirms instrument breakage. A search of the complaints databases has identified a trend of this issue. Eco412859 was implemented on january 16, 2013 to remove the custom 455 ss material from depuy drawing dwg-13760040. A medical device correction notice was distributed on february 05, 2013 and march 11, 2013 for specific lots of the 966120 product code. The notice indicated that depuy has identified the potential for the sp2 im rod to fail due to fatigue when excess leverage is applied at the tip. Surgical techniques were updated and technical points were emphasized that may further reduce the incidence of tip fracture in the communication. The root cause is attributed to design. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Im rod broke during surgery.